Manufacturer narrative:
The apollo micro catheter will not be returned for analysis as it remains within the patient. The onyx les will not be returned for analysis as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the reported devices were defective, but rather a procedure related event. Angioarchitecture, vasospasm, reflux, long catheter dwell time, or prolonged injection time may result in difficult catheter removal and potential entrapment. For this event, it is possible the reported excessive reflux or severe vessel tortuosity contributed to the reported issue. Per the apollo IFU (instructions for use): ¿regardless of the liquid embolic being used, leave a gap between the reflux and the proximal marker band. Excessive reflux may result in difficult catheter removal.¿ per the onyx les IFU: ¿do not allow more than 1 cm of onyx les to reflux back over catheter tip. Difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above.¿ mdrs from this event: 2029214-2017-00761 and 2029214-2017-00762

Event description:
Medtronic received information that after embolization with the onyx, the apollo could not be removed as it was entrapped at the point of detachment (pod). The decision was made to cut the apollo hub off and the entire length from head to groin was left in the patient. The patient was receiving onyx embolization to treat a small grade 3 avm in an eloquent region. The access vessel was the mca up to the m4 and the access vessel diameter was 2.1mm. The vessel tortuosity was severe. The reported device and accessory devices were prepared per the IFU and the catheter was flushed as directed. Embolization of the nidus/feeding vessel was performed with 0.6ml of onyx. There was some reflux around the apollo detachable tip, approximately 10-15mm, but not over the second point of detachment. When attempting to retrieve the apollo by applying 10-20cm of traction, it would not release/detach. After some attempts, the mca feeder vessel was observed to have a vasospasm, which was treated with ia nitrates (gtn and papaverine). The spasm improved after some minutes. Further attempts to retrieve the apollo were futile. The decision was made to cut the apollo hub off, remove the gui de catheters from the patient and then cut the apollo at the femoral puncture site. The patient was neurologically intact post procedure, was prescribed heparin infusion for 48 hours, and to commence anti platelet medication for 3-6 months prophylactically. Angiographic results post procedure was acceptable. The avm appeared occluded and the vasospasm improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.